Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule would not detach from the deployment device. Tech support asked the customer if the capsule came in contact with the patient and they stated it did not. The defective device will be returned for investigation.

Manufacturer narrative:
Device evaluation: the capsule and delivery device were returned for investigation. Visual inspection found that the delivery cable was damaged keeping the capsule from detaching. It could not be determined what caused the damage to the delivery cable. If information is provided in the future, a supplemental report will be issued.